Event description:
It was reported by the patient that the physician was "unable to get a strong enough signal (and) went back in and redid the whole procedure." Follow-up with the device clinic confirmed the right ventricular lead was not capturing and was causing some muscle stimulation. The lead was repositioned and remains in use. The patient also reported the "alarm was going off every two to four hours." The patient was seen in the device clinic subsequent to reporting the alarm, however, there was no evidence of a device or lead alert. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).